Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported lead warnings indicated the lead displayed; noise, over-sensing, episodes of non-sustained ventricular tachycardia, non-sustained high rates, and non-physiologic intervals. Of note, the noise was re-produced with arm movements and manipulation of the device. Re-programming was performed; tachycardia detection was disabled and the "lead was turned off." Following, at the time of explant the lead was found to be ¿very difficult to remove from the header of the device and blood was observed within the header. Additionally, the helix of the lead would not disengage.¿ extraction of the lead was abandoned and it was ¿buried¿ and replaced. The device was removed due to concerns of blood in the header and it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.